Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that episode review was requested for this cardiac resynchronization therapy defibrillator (crt-d) as tachy therapy was not delivered. During that time, there was pauses greater than two seconds with asystole. Review of device data indicated that therapy was programmed off for a medical procedure. This crt-d remains in service and is currently programmed to monitor + therapy. No additional adverse patient effects were reported.